Manufacturer narrative:
Date of event: estimated date. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted with a proglide device using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the sutures of two proglide devices were successfully pre-placed. The sheath was upsized and the aaa procedure was completed. An unspecified issue occurred with the sheath after the aaa was completed and a cut down, incising the vessel, was performed. The two proglide sutures were removed. During the cut down, the foot of one of the proglide device was noted to be laying on the artery. The foot was retrieved and hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported foot detachment could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.